Event description:
The customer contacted physio-control to report that their device during a synchronized cardioversion procedure, did not deliver defibrillation energy. Defibrillation energy was charged, but the shock was not delivered. The customer then switched from using the hard paddles assembly to using adhesive defibrillation electrodes and the cardioversion could be completed successfully. Patient details and patient outcome were not provided.

Manufacturer narrative:
Physio-control extensively tested the device and the defibrillation hard paddles assembly, but could not verify the reported failure. Physio-control performed unrelated repairs to the device. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. A cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.